Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. After replacing the system board on the device, a final test, a battery and valve checks, a running test were performed and passed on the device. A cleaning was performed on the device, and it was confirmed to be functioning properly.